Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced and the collimator stops were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not fluoro during a case. Also the collimator would intermittently not stop when rotated. No pt injury was reported.